Manufacturer narrative:
Reporter: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) of the ankle. During the procedure, a small hexagonal screwdriver handle broke while inserting a cortical screw. Another screwdriver was used to finish inserting the screw. The procedure was successfully completed with no surgical delay. There were no patient consequences. Concomitant device reported: unknown cortical screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: visual inspection: the small hexagonal screwdriver with holding sleeve (p/n 314.02 lot unk) was received with phenolic handle broken off. Rust and discoloration were observed along the entire instrument. No other issues were identified with the returned components of the device. Dimensional inspection: an accurate measurement of the phenolic handle could not be taken due to post-manufacturing damage. No product design issues or discrepancies were observed during this investigation document/ specification review: the relevant drawing(s) was reviewed: investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.